Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified artificial blood vessel in the forearm. A 6.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the fourth inflation at 23 atmospheres, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another 6.0 x 40 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon was unfolded which indicated it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 5mm distal of the distal markerband and extending approximately 25mm proximally over the balloon material. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified artificial blood vessel in the forearm. A 6.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the fourth inflation at 23 atmospheres, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another 6.0 x 40 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.